Manufacturer narrative:
Correction: a product malfunction did not occur as previously reported.

Manufacturer narrative:
This report is filed, january 13, 2016. The battery is currently unavailable.

Event description:
It was reported that the patient's rechargeable battery was leaking. There was no serious injury associated with the complaint. It has been requested that the battery be returned to the manufacturer for evaluation. A new battery has been sent to the patient. The battery has not been returned as of the date of this report, january 13, 2016.